Manufacturer narrative:
Concomitant medical product: cook fusion triple lumen sphincterotome, fs-25m-35. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The distal 15 cm has a permanent bend with a few kinks. 15.1 cm-15.5 cm from the distal end, the wire guide covering has bunched up and folded over itself. 15.5 cm-24.0 cm from the distal end is a section of bare core wire. The bare core wire appears scuffed between 16.3 cm-16.8 cm from the distal end. The wire guide coating has bunched up like an accordion between 24.0 cm-27.8 cm from the distal end. The wire guide coating appears to have been crushed 35.5 cm from the distal end. The wire guide feels rough between 145 cm-157 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide holder can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first". "Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel of device lumen can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer hybrid wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer hybrid wire guide. As reported to customer relations: "during the procedure, the wire guide got stuck in the distal end of the sphincterotome due to the wire stripping. All was removed and they left it all engaged to return to cook to see what happened. Another device was used to complete, however, they used a cook acrobat wire instead of the hybrid wire to complete." The following additional information was received on 8/8/17: "it [the wireguide] stripped right where the gray hydrophilic coating meets the orange part of the wire at the distal end."